Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis lucera elite video system center had exhibited noisy image when connecting 260 scopes. There was no delay, and patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information added to field: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported malfunction (noisy image) was confirmed due to faulty patient board. Based on the results of the investigation, the definitive root cause of the faulty patient board could not be determined. Olympus will continue to monitor field performance for this device.